Event description:
During a scheduled breast surgery the physician noted an unintentional retained foreign object (urfo) in the patient's breast. The object was removed during surgery and a review of the patient's history noted a previous procedure in which a component from an introducer localization system may have separated. Review of images confirmed that the retained object may have been the end piece of the obturator locater. Comparison of the images and obturator tip indicated that the obturator tip broke off from the locator and was left in patient. Follow up from reporting hospital group indicated that no apparent harm was caused by the retained object. The event was reported and turned over to risk management and biomedical engineering for reporting and follow up with the manufacturer. The manufacturer is to assist in reporting and evaluation of the product.